Manufacturer narrative:
On november 2, 2020, after multiple follow ups and receipt of no additional clarification, the following fields have been updated under section d on this form: d1 brand name to "mentor memorygel breast implant," d4 catalog number to "3503254bc," d4 lot number to "6986333," d4 unique identifier UDI to (B)(4). If additional information becomes available in the future, it will be properly updated and supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the sample was found to be ruptured. Product evaluation lab could not identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If additional information is received in the future, the re-evaluation will be completed and supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 18, 2020, device with lot number 6986333 was received. Product mismatch process is in progress to clarify. Supplemental report will be submitted upon receipt of additional clarifying information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast surgery with unknown gel implants at an unknown date and experienced breast implant rupture on her right side postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3503254bc; serial number (B)(4) on (B)(6) 2020. Attempts have been made to collect additional information. However, no response has been received to this date. If additional information is received in the future, supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The following fields under section d have been updated as per device received: - d1 brand name to "mentor memorygel breast implant" - d4 catalog number to "3507275bc" - d4 lot number to "5576258" - d4 unique identifier UDI to "(B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).